Manufacturer narrative:
(B)(4). Additional information: the handpiece was received in good physical condition. The handpiece was connected to a generator, evaluated with a test instrument and the device functioned as intended; there were no issues during the cut test and no error codes were displayed during any functional tests. The handpiece was fully functional and conforming to design specifications. As per the analysis process, the device was disassembled and the acoustic isolator was torn; however, no evidence of moisture found and the instrument performed as expecting during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a colectomy procedure the generator (gen11) kept displaying change handpiece message. They used another hand piece and completed the procedure. There was no patient consequence reported. The device is returning for evaluation.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.